Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the helix could not be unscrewed. It was not placed in the patient. The lead was replaced and that lead was successfully implanted. Patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 57.7 cm. The reported event of helix ¿could not be unscrewed¿ was confirmed. The cause of the reported event was isolated to the helix being clogged with dried blood/tissue and overtorque of the inner coil. Analysis was normal. No anomalies were found.

Event description:
New information noted that the lead was placed in the body and the helix could not extend.